Event description:
Reporter put a cold pack on her knee--didn't realize it was burning. She used another type of knee brace to secure cold pack--was not an icy hot brace. The first 2 she used worked fine without incident. Cold pack was left on knee for 20 minutes. Consumer did read directions. Consumer went to the ER where she was told she had 2nd degree burns. Consumer was not taking any other medications at the time of product use.